Manufacturer narrative:
B5 - describe event or problem: correction. G2 - report source: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the other heartmate 3 patients are covered under MFR. Report # 2916596-2024-03240 (patient 3) and 2916596-2024-03166 (patient 2).

Event description:
It was reported through the research article ¿absorbable antibiotic beads for treatment of lvad driveline infections,¿ that treatment of left ventricular assist device (lvad) driveline infection with absorbable antibiotic beads with primary wound closure is a viable option. This single-center retrospective study evaluated 5 patients implanted with an lvad and had developed a deep driveline infection between 06jan2019 and 12aug2021. Of the total 5 patients, 3 patients were implanted with the heart mate 3, 1 was implanted with the heartmate ii, and 1 was implanted with the hvad. Each of the 5 patients were admitted with lvad driveline infections that were refractory to systemic antibiotics and treated with surgical debridement, driveline relocation, and placement of absorbable antibiotic beads that did not require to be exchanged or removed from the wound bed, which allowed the wound to be closed. The absorbable antibiotic beads were made calcium sulfate-based (cs) and impregnated with vancomycin and tobramycin. Of the total 5 patients, 4 had complete resolution of infection following the treatment of absorbable antibiotic beads. One patient had a recurrent of infection 7 months post resolution, at a different part of the driveline, which was treated with a repeat debridement and bead placement. Eventually, 2 of the patients were transplanted heart transplant while the remaining 3 patients were doing well on their lvads with no signs of driveline infection. In conclusion, absorbable calcium sulfate antibiotic-coated beads with their favorable release and dissolving properties are promising as an adjunct to the treatment plan for vad driveline infection. Patient number 5 was implanted with a heartmate 3 in september of 2019. 266 days after implant the patient's lvad system controller dropped with subsequent driveline site discharge and bleeding. A computed tomography (CT) scan showed no changes around the driveline and anterior abdominal wall and methicillin-sensitive staphylococcus. Aureus (mssa) was identified in the discharge cultures. 365 days after implant the patient had erythema and swelling around the driveline. A CT scan revealed mild soft tissue edema and skin thickening at the skin surface driveline exit site. Discharge cultures were again positive for mssa. Specific patient information and device serial number are unknown. The other heartmate 3 patients are covered under (B)(6) (patient 3) and (B)(6) (patient 2).

Manufacturer narrative:
Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.